Event description:
Customer states that system has intermittent no video when fluoro shot is taken. Also found that the system was displaying a collimator iris pot error on boot. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and cleaned and relubricated the high voltage cable connectors. System operates as intended.